Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +4.5/+2.0/009 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 an enlargement/addition of pi/yag was performed. On (B)(6) 2021 the lens was explanted due to excessive vault, pupil block, elevated iop, and unreactive (fixed) pupil and the problem was resolved. The cause of the event is reported as other.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +4.5/+2.0/009 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 an enlargement/addition of pi/yag was performed. On (B)(6) 2021 the lens was explanted due to excessive vault, pupil block, elevated iop, and unreactive (fixed) pupil and the problem was resolved. The cause of the event is reported as other.

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).